Manufacturer narrative:
Product event summary: analysis was not able to confirm the stated reason for return of "unable to sense." The device passed all incoming functional testing and was mechanically intact. A battery was added and the device passed all functional and systems tests.

Event description:
It was reported that the software analyzer was unable to sense. It was additionally noted that the analyzer cables were changed out. The analyzer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the analyzer had been returned to service. Via follow-up it was further reported that the analyzer was tried with another programmer and then another analyzer was used for the procedure. Though another analyzer was readily available, it was still noted in the follow-up that the procedure was delayed while the changeouts occurred.